Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited high thresholds and undersensing. The patient experienced nerve and pocket stimulation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.